Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a zero tip basket was used during a cystourethroscopy with left ureteral stent placement, cystourethroscopy with right ureteral stent placement, left ureteroscopy with laser lithotripsy, right infundibulotomy, right ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2019. During procedure, the stone was unable to be removed. The patient was admitted for likely renal colic. Patient will be rescheduled for another operation on the same day of the procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.